Event description:
(3000) 500 volumetric - potassium in saline infusion - dept has downloaded history log indicating that secondary infusion of 980mls/hr was accidentally engaged. Coroner after post mortem decided that incident was not primary cause of death.